Manufacturer narrative:
The user facility did not submit a user facility report to the MFR. (B)(4). The alleged faulty device was received by carefusion on (B)(4) 2011, routed to the carefusion failure analysis lab and staged for eval. Once the eval is complete a follow-up medwatch will be submitted. A review of the carefusion complaint system for the past 90 days resulted in zero like failures, thus at present, carefusion considers this to be an isolated incident.

Event description:
The following description of the event was documented by a carefusion tech support specialist in response to a phone conversation with a user facility rep. "Customer is sending the unit in for repair/eval. The customer notes the audible alarm during an alarm condition does not seem to trigger all the time. The end-user has noted issue intermittently, no pt issues noted. Biomed has been unable to duplicate the issue."